Event description:
It was reported that during collection of post op baseline, an exaggerated varus measurement was displayed. This prompted to verify checkpoints. Array drifted with a verification error of 13mm somewhere between burring and post op analysis. And arrays were inspected and seemed stable and no movement was evident.

Manufacturer narrative:
H10: the device was used during treatment when it was found that the femur tracker moved 13mm. The log files were returned for evaluation. The DHR was reviewed for rc-5205 and found that it was validated. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The surgical technique guide released at the time of the event includes information for if the bone tracker array has moved during surgery. It states," if you suspect that a bone tracker array has moved during surgery, tighten and secure the tracker array. Return to the checkpoint verification screen to re-collect and reverify the checkpoints. If the system detects that a bone tracker array has moved, it will require you to tighten and secure the tracker array and re-collect anatomical data before you can continue with the procedure. The relationship of the device and the reported event has been established. The log files did not indicate any errors that could have correlated with a false tracker shift error. A factor that could have contributed to the reported event was that the tracker clamp was tightened onto one of the tracker ridges instead of the prescribed anti-rotation flats due to the magnitude of the shift. It is likely that the shift occurred after completion of the femur bone preparation and did not negatively affect the result of the procedure. Therefore, the root cause of the reported event was due to user error. No containment or correction actions are recommended at this time. Per complaint details, currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, the reported event did not result in patient injury/impact; therefore, no further medical assessment is warranted at this time.